Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a procedure. The condition of aspiration was unknown. No patient harm reported. Additional information and product sample have been requested.

Manufacturer narrative:
The sample for the event was not returned. The finished goods consumable lot was manufactured with three component probe lots. A device history record review for each of the three lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. Two lots had no anomalies found based on the device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).